Event description:
Customer reported that a patient experienced a transfusion reaction. The antibody screen in gel using ih-card ahg anti-igg (pn 813422100, lot 9511030, expiry 7/12/2026) for the pre-transfusion sample was negative. The antibody screen in gel using ih-card ahg anti-igg (pn 813422100, lot 9511030, expiry 7/12/2026) for the post-transfusion sample was negative. Customer reported she ran the pre-transfusion and post-transfusion samples on the immucor echo and identified an anti-jka.

Manufacturer narrative:
Initlal report.